Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. Upon initial inspection fse was not able to reproduce any problems with the fiber optic module. Fse performed a full functional testing and calibration verification, unit passed all test and calibration. While running the pump in normal operation fse noticed that fiber optic connection to be broken, the blue fo connector extension on pim module. Fse returned with fo extension cable connection. Fse disassembled the unit and replaced the cable extension (d012-00-1562) , reassembled and performed a full pm per manufacture specifications. Unit passed all test and calibrations and is now ready for clinical use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's fiber optic is not working properly. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.